Event description:
Pt had an original injury to the right leg approx 20 + months ago. The pt sustained upper tibia and tibial plateau fractures, with tibial shaft extension. The pt underwent surgery for a proximal tibia plate and screw construct on (B)(6) 2010. Post-operative follow-up on (B)(6) 2012 showed that the upper tibia healed, however, the tibial shaft revealed non-union. Additionally, it is noted that the pt has had more than one fall and experienced pain and irritation. A broken plate and screw were identified and the pt was returned to surgery on (B)(6) 2012 for removal of all hardware and implantation with a tibial nail ex. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.